Event description:
Pt's finger caught in broken footboard: in 2004 pt underwent surgery for an open fracture of the right distal phalanx with exploration, debridement, irrigation and repair. Inspection of right long finger revealed a lacerated transverse laceration below the nailbed and the distal phalanx was fractured into multiple small pieces.